Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with failure code 27; this condition had the potential to interrupt delivery. This condition was found in the emergency room. It is unknown when this event occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported condition of a flogard infusion pump with failure code f-27 was confirmed and duplicated by baxter personnel. The root cause of this condition was slide clamp sensor connector loose. Slide clamp sensor connectors were cleaned and re-soldered.